Event description:
It was reported that the patient had a micl 12.6 implantable lens implanted in the left eye (os) in 2008. As part of the study, the patient reported that he was experiencing minor lens flares in dark rooms, with t.v. And movies. Further information requested, but not yet forthcoming. Any additional information will be supplemental submitted. See MFR report #2023826-2009-00835, for the right eye.

Manufacturer narrative:
Method: (other): results: a lens work order search was performed, and no similar complaint was found within the work order.